Event description:
Information received indicates the air system is not operating due to fluid in the linear pump and switching valve.

Manufacturer narrative:
The technician replaced the pump and switching valve to repair the bed.